Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided by the customer.

Event description:
The customer reported that the patient was found on the floor, the set separated and leaked unspecified fluids. It was reported that the set disconnected from the patient port line causing blood to leak. A note attached to the partial set received stated : "lawson 513598".there was no indication of patient harm.

Event description:
The customer reported that the patient was laying on the stretcher in the ortho preop area with lr infusing at an unspecified rate via peripheral IV. It was reported that the rn found blood on the floor and stretcher, upon closer examination noted that the tubing separated and disconnected from the peripheral. The set was in use for approximately 1hr. Prior to the event. The customer later reported that the patient did not fall or any harm reported. A note attached to the partial set received stated : "lawson 513598."

Event description:
The customer reported that the patient was laying on the stretcher in the ortho preop area with lr infusing at an unspecified rate via peripheral IV. It was reported that the rn found blood on the floor and stretcher, upon closer examination noted that the tubing separated and disconnected from the peripheral. The set was in use for approximately 1hr. Prior to the event. The customer later reported that the patient did not fall or any harm reported. A note attached to the partial set received stated : "lawson 513598."

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection of the set noted the tubing separated and disconnected from the peripheral. Examination under magnification of the end of the separated tubing observed insufficient traces of solvent. Functional testing was deemed unnecessary due to separation of the tubing. Dimensional analysis confirmed the tubing to be within specification. Further handling/tug of the only tubing engagement observed no separation or any issues. The cause of the leak was due to separation between set components observed to be due to insufficient application at the affected engagement. The root cause of insufficient application of solvent is attributed to improper assembly due to equipment and/or operator error.